Event description:
Drug/diluent: unknown. Fill volume: 750 ml. Flow rate: 3.0ml/hr. Procedure: unknown. Cathplace: unknown. Surgeon called and stated that the catheter broke when he was trying to remove it. Surgeon states 5-10 cm are still left in the patient, surgeons plan is to localize the area and remove it. If it cannot be removed he is going to take the patient back into surgery on (B)(6). On (B)(6) 2012, the surgeon, dr. (B)(6), stated the catheter was stuck, possible caught by a suture or tangled in a knot. He was unable to remove the catheter at bedside. The patient did go back to operating room on (B)(6) 2012 and underwent a general anesthetic to re-open abdominal incision.

Manufacturer narrative:
Method: sample not available. Results: without the actual product, an analysis cannot be conducted. Conclusion: if additional information pertinent to this event becomes available, I-flow will submit a follow-up report.